Event description:
User reported 9 false positive results. Negative pcrs following unspecified intervals.this report 1 of 9.

Manufacturer narrative:
Report required by FDA for eua. Eua #203011. 3014862188-2022-00426 (B)(6), 3014862188-2022-00427 (B)(6), 3014862188-2022-00429 (B)(6), 3014862188-2022-00430 (B)(6), 3014862188-2022-00431 (B)(6), 3014862188-2022-00432 (B)(6), 3014862188-2022-00433 (B)(6), 3014862188-2022-00434 (B)(6).